Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated that loss of primes had occurred with low non-zero force. A rewind, load, and prime sequence was performed successfully and the pump was exercised for 24 hours without issues. A force sensor calibration test was performed and the force sensor was found to be out of 64).